Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the buffer valves, reference valves, mixing bar, sample syringes, buffer syringes, sample dispenser, electrodes and cleaned the tubing which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au5800 chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within specification prior to event. The customer did not provide patient data or demographics.